Manufacturer narrative:
The synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found proximal to mid-stent damage, with stent struts lifted and bunched distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-may-2021. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced directly but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.